Event description:
It was reported, the camera head, after a strong alkaline cleaning had stickiness on the cord. There were no reports of patient harm.

Manufacturer narrative:
This report is being submitted to provide additional information and final investigation results from the legal manufacturer. The customer returned the camera head to olympus for a ¿stickiness¿ on the cord. The subject device was inspected, and the issue was not confirmed. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and since the device malfunction was not confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus and the evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported, the camera head, after a strong alkaline cleaning had stickiness on the cord. There were no reports of patient harm.